Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: visual inspection revealed that the display screen was tilted to the right. The display was clear and legible despite being tilted. Unrelated to the complaint, evaluation revealed that the u-groove on the back of the pump was broken. A test clip was not able to be secured to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was crooked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/30/2015